Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak occurred during patient use. No patient harm was reported.

Event description:
The customer reported a leak occurred during patient use. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Functional testing was performed; a leak was observed at the attachment of the maxplus valve to the female luer. Magnified inspection showed that the source of the leak was a thin crack spanning the length of the female luer body. The root cause of the damage was not determined.